Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead and device displayed impedance measurements greater than 125 ohms. The pacing lead impedance had increased. The patient reported beeping tones, the device voltage was 2.91v at a charge time of 8.7 seconds. No adverse patient effects were reported.